Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the frame is broken by the hi/lo motor. The dealer states that the hi/lo motor was damaged when the weld gave way allowing the lower cross support beam to separate and apply pressure to the weld.